Manufacturer narrative:
A ge service rep performed an on site investigation. The system software and calibration were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited errors and failed to allow fluoroscopic exposures resulting in a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.